Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the baseline lesion characteristics was acom aneurysm, 5.69mm x 5.12mm, the aneurysm was feeding by the left a1. The death was ther to be related to the therapy. There was no clear cause of the subarachnoid hemorrhage determined. The patient was on anticoagulants. Ass 100 and clopidogrel 75mg.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient had an anterior communicating artery (acomm) aneurysm which was to be treated electively with an intra-saccular flow diverter. Access was via the right femoral artery using a 6f cook shuttle sheath. The physician probed the left internal carotid artery with a sofia plus catheter. To implant the device, the doctor placed a rebar 18 catheter (lot: b634274) in the aneurysm using a traxcess wire. The probing was carried out without any problems. After removing the wire, the doctor inserted the artisse device into the microcatheter. To do this, the doctor prepared the device as described in the IFU. The artisse was advanced without any problems. Very carefully, the doctor deployed the device in the aneurysm. The doctor paid particular attention to the distal tip and pulled the entire system a little proximally so as not to touch the aneurysm wall. The artisse device unfolded on its own as the catheter was withdrawn. The device was fully deployed but not yet detached. The doctor did an angiography series with contrast medium to check the situation. Here, the doctor saw that the aneurysm was bleeding. As the fit of the artisse device was very good, the doctor decided implant the device. This was done as described in the IFU and went without any problems. Then, the doctor removed the rebar catheter and placed an eclipse balloon in front of the aneurysm neck. The doctor inflated the balloon to stop the blood flow into the aneurysm. The next control angiography was performed 5 minutes later. There was still an inflow of blood into the aneurysm. The doctor inflated the balloon again and waited another 5 minutes. The doctor inflated the balloon 4 times and waited 5 minutes each time, but it continued to bleed. Therefore, the doctor removed the balloon and inserted an excelsior sl 10 m icrocatheter. The doctor used this microcatheter to coil the a1 segment on the left side with 5 target xl coils. The patient then went immediately to the operating room to have an external ventricular drain placed. Later, the patient underwent another control angiography to see if there was any inflow from the right a1 into the aneurysm. No inflow could be detected here. The bleeding had stopped. After the intervention, the rep had a long conversation with the doctor and went through all the images. There was nothing wrong with the artisse device at any point. The patient suffered a subarachnoid hemorrhage. The patient passed away.